Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of right ventricular (rv) lead and right atrial (ra) lead the patient encountered chest wall pain. The rv lead and ra lead were re-positioned and remains in use. No patient complications have been reported as a result of this event.